Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer continued to receive no delivery alarms on the insulin pump. Customer stated that this is the 3rd or 4th time that the alarm has occurred. Customer's blood glucose level was 84 mg/dl. Customer was able to get insulin using the pump. Customer stated that the alarm occurred during basal. Customer was not doing anything when they received the alarm. Customer ran a 5.0u fixed prime and the insulin did exit. Customer did not want to remove the infusion set to check for a bent cannula. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised that the issue could also be the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.